Event description:
It was reported that during a percutaneous coronary interventional procedure, a rotawire became torn. The moderately calcified lesion was located in the right posterior descending artery (rpda). A non-bsc jr catheter was seated in the right coronary artery (rca). A non-boston scientific (bsc) microcatheter and non-bsc wire were unsuccessful in advancing to distal rpda. A second non-bsc microcatheter was also unsuccessful in advancing to distal rpda. At this point a rotawire was used and successfully advanced to distal rpda. Then a 1.25mm rotablator burr was attempted to be delivered as far as the distal rca, but was unsuccessful in reaching the distal rpda. During the removal of the burr, the rotawire became torn. Multiple technique (snare, bioptomy, balloon, double wires, double balloons) were used to remove rota wire, but were unsuccessful. A 3.0 x 23mm non-bsc stent was deployed in the proximal rca and post-dilated with a 3.0 x 15mm non-bsc balloon. Good angiographic results were obtained. No pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.